Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard separated. The following information was provided by the initial reporter: please find attached presentation from today¿s meeting related to failed result of ¿plunger rod separation¿ testing conducted in line with iso7886-1 on product samples assembled with plunger stoppers sterilized at ionisos sable and steris marcoule sites. Identified ais are as follows 1. Response to the questions listed on slide 6, 7 and 8 should be provided by (B)(6) - @omit 2. Bd to provide r&d report related to dver testing conducted on stoppers sterilized at sites ionisos dagneux, ionisos sable and steris marcoule with harmonized dose - @omit 3. Bd to provide key differences between sterilisation sites -@omit 4. Bd catalog number of plunger rod used in manufacturing of samples is 47441602 5. ¿plunger rod separation¿ testing method used is provided below - sample preparation - plunger rod separation testing 6. Samples that failed test ¿plunger rod separation¿ should be collected for bd needs - @omit 7. Investigation should to be finalized until (B)(6) 2024 during february and march 2024, during design verification testing of material plunger stoppers for flurotec syringes, hz material code (mc) p70014556, vendor cat.no 47284410 per design input requirements against iso 7886-1 standard, observed instances of plunger separation from plunger rod were recorded on (B)(4) samples tested. Stoppers used for testing are: stoppers hypak bscflmll w4023 flur daikyo lid, cat no. 47284410 sterilized at ionisos sablé, batch number 2001744688 stoppers hypak bscflmll w4023 flur daikyo lid, cat no. 47284410 sterilized at steris marcoule, batch number 2001703148 testing was performed as defined by design change assessment for change record omit which scoped three changes implemented by.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard separated. The following information was provided by the initial reporter: please find attached presentation from today¿s meeting related to failed result of ¿plunger rod separation¿ testing conducted in line with iso7886-1 on product samples assembled with plunger stoppers sterilized at ionisos sable and steris marcoule sites. Identified ais are as follows response to the questions listed on slide 6, 7 and 8 should be provided by 6th march - at omit. 2. Bd to provide r&d report related to dver testing conducted on stoppers sterilized at sites ionisos dagneux, ionisos sable and steris marcoule with harmonized dose - at omit. 3. Bd to provide key differences between sterilisation sites -at omit. 4. Bd catalog number of plunger rod used in manufacturing of samples is 47441602. 5. ¿plunger rod separation¿ testing method used is provided belo.w sample preparation. Plunger rod separation testing. 6. Samples that failed test ¿plunger rod separation¿ should be collected for bd needs - at omit. 7. Investigation should to be finalized until 22nd march 2024 during february and march 2024, during design verification testing of material plunger stoppers for flurotec syringes. Hz material code (mc) p70014556, vendor cat.no 47284410 per design input requirements against iso 7886-1 standard, observed instances of plunger separation from plunger rod were recorded on 9 samples out of 2400 samples tested. Stoppers used for testing are: stoppers hypak bscflmll w4023 flur daikyo lid, cat no. 47284410 sterilized at ionisos sablé, batch number 2001744688 stoppers hypak bscflmll w4023 flur daikyo lid, cat no. 47284410 sterilized at steris marcoule, batch number 2001703148 . Testing was performed as defined by design change assessment for change record omit which scoped three changes implemented by.

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: bd could not confirm the reported condition.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: (B)(6) 2024. H.6: investigation summary: unconfirmed: bd could not confirm the reported condition.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard separated. The following information was provided by the initial reporter: please find attached presentation from today¿s meeting related to failed result of ¿plunger rod separation¿ testing conducted in line with (B)(6) on product samples assembled with plunger stoppers sterilized at ionisos sable and steris marcoule sites. Identified ais are as follows; 1. Response to the questions listed on slide 6, 7 and 8 should be provided by (B)(6) ; @omit. 2. Bd to provide r&d report related to dver testing conducted on stoppers. Sterilized at sites ionisos dagneux, ionisos sable and steris marcoule with harmonized dose; @omit. 3. Bd to provide key differences between sterilisation sites; @omit. 4. Bd catalog number of plunger rod used in manufacturing of samples is 47441602. 5. ¿plunger rod separation¿ testing method used is provided below; sample preparation; plunger rod separation testing. 6. Samples that failed test ¿plunger rod separation¿ should be collected for bd needs; @omit. 7. Investigation should to be finalized until (B)(6) 2024. During (B)(6) 2024, during design verification testing of material plunger stoppers for flurotec syringes, hz material code (mc) (B)(6) , vendor cat.no 47284410 per design input requirements against iso. (B)(6) standard, observed instances of plunger separation from plunger rod were recorded on 9 samples out of 2400. Samples tested. Stoppers used for testing are: stoppers hypak bscflmll (B)(6) flur daikyo lid, cat no. 47284410 sterilized at ionisos sablé, batch number: 2001744688 . Stoppers hypak bscflmll (B)(6) flur daikyo lid, cat no. 47284410 sterilized at steris marcoule, batch number: 2001703148 . Testing was performed as defined by design change assessment for change record omit which scoped three , changes implemented by.